Event description:
It was reported that the patient experienced issues with the charging port, which was loose, and the cover for the port was broken, affecting the stability and reliability of charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken or reported.